Event description:
A journal article was reviewed that contained information regarding this lead. The lead had dislodged and was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: "inappropriate shocks in patients with fidelis lead fractures: impact of remote monitoring and the lead integrity algorithm." Journal of cardiovascular electrophysiology. 2011;22(10):1107-1114.